Event description:
The patient experienced fever and pneumonia after discharge. The patient presented with severe mitral regurgitation with acute pulmonary edema requiring intubation and intra-aortic balloon pump along with inotropic support. An echo showed severe mitral regurgitation. The patient was started on "emperic" antibiotic therapy and pt's prothrombin time was corrected to the "fullest extent". The patient was taken to the o.r. For emergency redo mitral valve replacement. Intraoperatively, transesophageal echocardiography showed 4+ mitral valve insufficiency due to paravalvular leak and 2+ insufficiency of the tricuspid valve. The valve was noted to have dehisced 2/3 of the circumference and clearly appeared to have the look of endocarditis with vegetations. The valve was removed and replaced with model 27mecj-502. Tee showed the mitral valve "well seated" with 1+ insufficiency.